Manufacturer narrative:
There is no information to indicate that a malfunction occurred. The nxstage one user guide provides information on performing rinseback and also states: a trained and qualified person must observe all treatments so that alarms and harmful conditions can be responded to promptly. Possible harmful conditions include, but are not limited to venous disconnects, inadvertent fluid administration, or excessive ultrafiltration. Failure to make the proper connections may cause compromised treatment, blood loss, injury or death. The cartridge was not retained for investigation and the log files were not sent for review. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received of a (B)(6) male patient who experienced an unknown amount of blood loss and lost consciousness during rinseback at the end of treatment. The patient received 1 unit of packed red blood cells in the emergency room and was released to home in stable condition.